Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2, h3 and h6 have been updated accordingly. (H3) the evaluation noted that revision reported was likely the result of not properly aligning the posterior feet of the tibial insert with the mating geometry of the tibial tray prior to impaction, which led to deformation of the posterior feet and prohibited the insert from fully seating. The most probable root cause associated with the reported event of "assembly/seating difficulty" is associated with assembling or seating a polyethylene component during implantation.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, when surgeon impacted the tibial insert once, he felt that the insert was lifted off from the tibial tray, he checked the relationship of the locking mechanism between the insert and the tray. He firmly pushed the insert by hand to the posterior locking mechanism of the tray, then he impacted the insert by tibia insert driver/ impactor, but he was not able to insert the insert in place. Fortunately, there was stock of the same insert at the hospital, he used it and was able to insert it without any problem. He is thinking this might be a product defect since he found a deformation of the polyethylene at the posterior locking part of the insert. The reported event lead to a surgical delay of about 1-30 minutes. The surgeon who experienced this event, has more than hundreds experience of optetrak and optetrak logic total knee arthroplasty, surgeon confirmed that this is the first time he faced the event at the time of surgery, sales rep also verbally reported that the surgeon also said he felt something was strange compared to the usual feeling when inserting an insert. Furthermore, as he was able to insert another insert that was prepared for the next case, he is thinking that the product he experienced this event must be defective. The device will be returned for evaluation.